Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the patient was going to be having a medical procedure and they would always turn the therapy off to make sure the patient was safe during their procedure prior to the procedure so they went to check the therapy and saw "internal device battery is low. Contact your clinician." The caller said they thought the ins battery would last 10-15 years. The caller said they couldn't remember the last time they'd checked the ins before the message generated. The caller said they believed it had been over a month ago," maybe 2 months ago" and then said they thought it had been in (B)(6) 2026 when the patient last had a procedure and they last checked it and the message hadn't generated yet. Patient services reviewed ins battery longevity and stimulation considerations with the caller, asked the caller what stimulation levels the patient had been on in the past but also redirected the caller and patient to follow up with their patient's managing healthcare provider ( hcp) to discuss next steps. The caller said they had spoken with patient services in the past and were told if they had lower settings then the ins battery would last longer and reported that the patient had just been on program 4 at .8 ma but the therapy had stopped helping the patient's symptoms yesterday (B)(6) 2026, that the patient had no control. The caller said they had then switched the patient to program 3 at .8 ma to see if that made a difference. Patient services asked if the patient had used higher settings previously and the caller said the patient had had their therapy levels to around 4.6 ma they thought, in the past. The caller said they would reach out to the patient's hcp to discuss next steps. The patient was to monitor their symptoms in the meantime.